Manufacturer narrative:
E1 initial reporter phone number: (B)(6).

Event description:
It was reported that faradrive steerable sheath clear was selected for atrial fibrillation pulse ablation. During the procedure it was mentioned because of surgery, patient's atrial septum was hyperplastic and thickened. The sheath could not enter the left atrium because of its soft tip. Thus, the sheath was replaced and the procedure was completed successfully. No patient complication was reported.